Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing issues with the right atrial (ra) as myopotentials were observed on both channels. While only a few signals were oversensed, technical services noted that the presence of myopotentials on the ra lead is abnormal, despite stable impedance readings. This raises concern for a possible insulation breach. Further clinical evaluation was recommended, including troubleshooting with an isolation tool and pocket manipulation to assess lead integrity. No adverse patient effects were reported, and the system remains in service.